Manufacturer narrative:
Initial analysis was completed and no anomalies were noted. Detailed analysis is ongoing. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in inappropriate shocks. Noise was able to be recreated in all sense vectors. An invasive procedure was performed. It was noted the set screw was slightly loose. The electrode was disconnected from the device with no anomalies noted on visual inspection. The electrode was reconnected to the device and the device was placed back in the pocket. Induction testing was attempted, however noise was observed throughout and the patient was externally shocked. This device was then explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. A test electrode was attached and multiple episodes were induced. No noise was noted. The electrode was manipulated and still, no noise was produced. The device operated appropriately with no interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---